Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hip surgery. During the surgery, while the surgeon was putting the distal interlocking screw in the proximal femoral nailing system (tfna) short nail, the drill hit the nail and did not pass. The surgeon ended up removing the handle and free handing the drill bit and screw. The procedure was successfully completed with a fifteen (15) minute surgical delay. There was no patient consequence. This report is for one (1) unknown screw. This is report 3 of 6 for (B)(4).